Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. The device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based on the report of olympus service operation repair center (sorc), there was the possibility that the reported phenomenon was attributed to the failure of the main circuit board. The exact cause of the failure of the board could not be conclusively determined. However, there was the possibility that the failure of the board was attributed to the normal wear and tear because seven years have passed since the manufacturing of the device.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the subject device could not operate. When the power of the device is turned on, the buzzer sounds and it cannot operate. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.